Event description:
As reported by the edwards clinical specialist, during the transfemoral tavr procedure, post valve deployment the patient was noted to have sustained an annular tear. Case summary: the valve was deployed in a 50:50 position. Post deployment the patient became hemodynamically unstable. Echo (tee) showed an increasing pericardial effusion and a pericardiocentesis confirmed the patient was actively bleeding. Manual chest compressions were initiated and the patient was administered epinephrine. A repeat aortogram showed no issues. The team then decided to open the patient's chest where an aortic tear was found at the lcc-ncc junction. Per report, the patient¿s native valve was severely calcified, the patient¿s sinus of valsalva (sov) measured 30mm, the sinotubular junction (stj) measured 26mm, the ejection fraction was 65% and the patient did not have severe ventricular septal hypertrophy. In addition, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during deployment and there was no loss of pacing capture during valve deployment. Additional information provided by the clinical specialist, indicated that two days post tavr, the patient had been extubated, appeared to be neurologically intact and was clinically stable. Later that day, however, the patient was talking when he suddenly passed out due to low blood pressure and arrested. The patient expired. There was no indication of a tamponade or arrhythmias.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in the absence of imaging the root cause for the reported annular rupture cannot be confirmed. However, the patient¿s co-morbidities (severe aortic valve calcification, advanced age) in combination with significant valve oversizing (26mm sapien valve in a 22.3mm native annulus) and other procedural factors may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.